Event description:
Medics responded to a cardiac call, the patient was determined to be asystolic at time of arrival. Reportedly when pacing was attempted mechanical capture could not be achieved. The device operator did not believe pacing current was delivered to the patient, based on the waveform seen on the device display and lack of patient movement. The patient was not resuscitated. The reporter stated patient outcome was not due to device operation. The reporter's opinion was based on an assessment of the patient's lack of viability.